Event description:
Covidien received information that this n65 pulse oximeter display is missing segments in the saturation of peripheral oxygen (spo2) readings. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien service center verified the display is missing segments. The user interface (ui) printed circuit board (pcb) was replaced the and device passed testing.(B)(4)